Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : johnson & johnson canada reports the distal tip of extractor broke off. The polyethylene liner extractor has become defective and can¿t be used unless repaired or changed. As the surgeon tried to correct the bent default, the distal tip snapped off and has crashed on the floor away from the patient wound. The device associated with this report was not returned. A two-year search of the complaint database found misuse as a contributing factor. If the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged. A design change (B)(4) was implemented on (B)(6) 2019, to help alleviate this type of complaint; modified a 4-tooth pattern to remove the inner two teeth, and replace it with a smooth surface starting at the second tooth and running toward the base of the extension. The dimension changed from .053 to .072. It's most likely the complaint sample is the old design since the change order was implemented in (B)(6) 2019. The lot number to determine the age of the instrument or to conduct a lot of complaint database search was not provided. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under post market surveillance (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal tip of extractor broke off. The polyethylene liner extractor has become defective and can¿t be used unless repaired or changed. As the surgeon tried to correct the bent default, the distal tip snapped off and has crashed on the floor away from patient wound. Customer is asking for no charge replacement. No more information is available.